Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 2 false positive rsv results on the alinity m resp-4-plex assay. The suspected samples with discrepant results were re-tested on biofire and the results were negative. The results were not reported outside the laboratory, and there has been no report of impact on the patient management. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Event description:
This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Corrected country in b5 from france to the united kingdom.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review for two (2) reported false positive samples for the rsv target of the alinity resp-4-plex assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. The discrepant results were re-tested on another platform "biofire" and detected negative. Different platforms have different limit of detection for the assay. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit master lot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 (including the components) was performed to identify any records that were potentially related to the reported discrepant result complaint. The search did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525309. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant rsv results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525309. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 was not identified.